Event description:
An attempt was made to use a pacific xtreme to treat a lesion located in the posterior tibial artery which exhibited 80% stenosis. However it was reported that during advancement the device got stuck and the shaft kinked. As result inflating difficulties was experienced also leakage from the shaft was noted.

Manufacturer narrative:
Evaluation codes, results: (based on the information available no root cause can be determined). Conclusion: (based on the information available no root cause can be determined). (B)(4).